Event description:
Pt was post knee replacement surgery. Nurse was having difficulty setting up pca pump with dilaudid. Pt stopped breathing. Pt was given narcan and was ambu-bagged. They responded quickly and had no residual problems. Pump was checked out and found in good working order.